Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kits pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, post procedure at the end of february, the patient's wife started noticing a discoloration of the tube. The complainant also reported that approximately three weeks back, a split was noticed at the top of the tube. The patient's condition was reported to be stable.